Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on 01/06/2016. The investigation is as follows: visual inspection results: no damage was observed during visual inspection of the enclosures. Archive data results: during the archive data review multiple user advisory (ua) 7 were observed during the dates of (B)(4) 2015. Which confirms the customer complaint that they received ua 7 on (B)(6) 2015. There were no other significant problems found in the archive. Functional testing results: the device passed functional test. The ua 7 was unable to be replicated during functional testing. Based on the investigation it was observed that the lifeband was loose and falling off. The channel roller assembly was replaced to remedy the problem. In summary: the reported complaint of ua 7 displayed during shift check was confirmed during archive data review, however it could not be replicated during functional testing. Both load cell modules were within specifications during the load cell characterization test. Also ran the board for 15 minutes with large resuscitation test fixture (lrtf), with no faults found. The device passed the 15 minute run-in test. Further investigation found the lifeband needed replacing. The platform passed final functional testing.

Event description:
Customer reported that during routine shift check the autopulse platform (s/n (B)(4)) intermittently displayed a user advisory 7 (discrepancy between load 1 and load 2 too large). There was no patient involved during this event. No additional information was provided.